Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 7042039, model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient experienced inadequate stimulation due to high impedance and migration. It was also noted that the leads were fractured due to possible hematoma. The patient underwent leads replacement procedure and was doing well postoperatively.